Event description:
Caller reported finding the customer in an unconscious state, tested him with aviva system and advantage system. All results were taken within 10 minutes. Aviva system blood glucose results: 127 mg/dl, 224 mg/dl, and 137 mg/dl. Advantage system blood glucose results: hi, which on the system indicates a result in excess of 600 mg/dl, followed by 337 mg/dl, and 144 mg/dl. Caller gave customer a glass of chocolate milk and customer came to about 5 minutes after drinking the chocolate milk. Customer ate dinner and felt better. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch (B)(6) is for aviva system, medwatch (B)(6) is for advantage system.